Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 307 to 508 mg/dl with small to trace levels of ketones; cause was unknown. Bg was addressed via a correction bolus and infusion set change. The customer was instructed to consult with their healthcare provider regarding bg level.